Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the 1st chamber - nucleated red blood count (nrbc) mix, in the air mix temperature control (amtc) module of the unicel dxh 800 coulter cellular analysis was overflowing. The operator was wearing a lab coat and gloves at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to either event and there was no change to patient treatment.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse found a large occlusion in the nucleated red blood count (nrbc) mix chamber causing splashing and flooding. The fse changed the chamber and ran a rinse procedure without further incident. The fse ran latron and performed gain calibration, then 6c and retic c were run to verify the instrument. The customer also reported incidence of partial aspiration on the map tubes. The fse performed a map tube alignment procedure and ran a sample to verify performance. The cause of the leak is attributed to a large buildup of blood occluding the drain of nrbc mix chamber. Per labeling, unicel dxh 800 coulter cellular analysis system, instructions for use (IFU), 629743ag, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).